Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that wake button was difficult to press. In addition, it was reported that the touchscreen became frozen on an alert. Customer's blood glucose level was 237 mg/dl. Ultimately, the customer was able to press the wake button and the touchscreen responded, and the alert was cleared and insulin delivery resumed.